Event description:
Patient's mother mentioned that one pump stopped working last week and the patient reported an error. Patient's mother is not aware of what the issue was or the serial number of the device. The patient has a functioning pump and the therapy was not interrupted. No other information is known at this time. A replacement pump is being sent to the patient tomorrow. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form, if any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Unknown. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have a backup product they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.